Event description:
The 25g high speed vitrectomy cutter was not working. It would not aspirate and was sucking up to much air. We started with a 26g needle and opened 2 more packs. We finally went to a 20g needle that worked.